Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to emi (electromagnetic interference)/noise. On (B)(6) 2015, ventricular sensing integrity counts is zero; ventricular tachycardia-non-sustained episodes with evidence of emi oversensing. (B)(4).

Event description:
It was reported that after a recent breast surgery, the patient had heard intermittent tones from their implantable cardioverter defibrillator (ICD). Interrogation of the ICD indicated that the device was stuck in 'suspend mode', and unable to be cleared. It was further reported that the patient's recent breast surgery had required the insertion of a breast expander device which likely contained magnets in place. It was also noted that the suspend issue with the ICD was positional. When the patient was sitting up straight, detection was suspended. When patient leaned to the sides, the detection resumed. The physician ordered a cardiac life vest to be worn for the three months that the breast tissue expander will be in place. The ICD remains in use. No patient complications have been reported as a result of this event.